Event description:
It was reported that the patient had multiple unexplained low voltage advisory alarms. Log file review confirmed low power advisories intermittently throughout the file. These were occurring on battery power. There were only issues noted with the black controller lead. It was reported that the controller was exchanged which resolved the low voltage alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 2 days (19may2022 ¿ 20may2022 per timestamp). Intermittent atypical low voltage advisory alarms were active throughout the log file. These alarms occurred while connected to battery power and coincided with fluctuating rsoc voltage readings on the black power cable, which were not coincident with power source exchanges. The alarms cleared shortly after activating. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. Additional information stated that the cause of the low voltage alarms was identified to be due to the black controller lead, the alarms were resolved by exchanging the controller, and that no product would be returned for evaluation. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 04dec2018. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.